Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 143 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. During troubleshooting customer mentioned blood glucose of 327 mg/dl the previous night and treated with manual injections and insulin pump. Troubleshooting was performed and air bubbles were noted in reservoir and tubing of the infusion set. Customer stated that the air bubbles were champagne and fingernail size.  Customer did allow for the insulin to warm to room temperature prior to filling the reservoir. No leaks were noted.  No issues noted with the site or the insulin pump. The insulin pump passed the high pressure test.  None of the products are returning for analysis.